Manufacturer narrative:
Unit received with bleeding and cracked lcd glass. Unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display was cracked and only partially legible. The customer reported that he slipped in water and fell while wearing the device. Blood glucose level at the time of the incident was 117 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.